Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.product location unknown.

Event description:
During a procedure, the surgeon found it difficult to contour the fusion plate. It is unknown if the plate was implanted in the patient, then removed. Another plate was used to complete the procedure. It is unknown if a delay occurred.